Event description:
It was reported that during pre-surgery, it was discovered that the robot ran over the motor device. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. During engineering evaluation, it was observed that the cord was torn and separated, exposing the wires. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed which found that the cord was torn and separated, exposing the wires. The damage was a result of the robot running over the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse and/ or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.